Event description:
Following an intra-arterial infusion of 4mg of tissue plasminogen activator (tpa), the patient underwent successful mechanical thrombectomy of the left m1-m2 middle cerebral artery (mca) occlusion with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, post procedure the patient did not wake up. The next day post procedure, the patient suffered an extensive symptomatic intracranial hemorrhage including an extensive left cerebellar hemispheric subarachnoid hemorrhage with a parenchymal component and a large left interventricular hemorrhage. Medical management (exact name and dosage unknown) was provided to treat the intracranial hemorrhage. However, the patient developed global mass effect and cerebral edema with a midline shift to the right and a brain herniation, which led to the patient death.

Event description:
Following an intra-arterial infusion of 4mg of tissue plasminogen activator (tpa), the patient underwent successful mechanical thrombectomy of the left m1-m2 middle cerebral artery (mca) occlusion with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, post procedure the patient did not wake up. The next day post procedure, the patient suffered an extensive symptomatic intracranial hemorrhage including an extensive left cerebellar hemispheric subarachnoid hemorrhage with a parenchymal component and a large left interventricular hemorrhage. Medical management (exact name and dosage unknown) was provided to treat the intracranial hemorrhage. However, the patient developed global mass effect and cerebral edema with a midline shift to the right and a brain herniation, which led to the patient death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, patient complications and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.